Event description:
Per the audiologist, testing at the clinic could not establish a connection with the cochlear implant device. An x-ray done in 2008 showed the electrode array positioned in the cochlea. Exchanging the external equipment did snot solve the problem. Results of an integrity test done atabout two months later were consistent with abnormal receiver/stimulator function. The patient's device was explanted in the following month, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.